Event description:
Medtronic received information from a clinical study report, that following the implant of this transcatheter bioprosthetic valve the stent fractured (type 1), without the loss of stent integrity. No treatment was given and there were no adverse patient effects.

Manufacturer narrative:
(B)(4). Evaluation method: device history could not be reviewed as the serial number was not provided. Results: no product was returned. Conclusion: cause of event cannot be determined. No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.